Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the stimulator was explanted and replaced because the patient claimed the stimulator wasn¿t giving the same output as when it was first implanted. The indication for use was complex regional pain syndrome type I. No further complications were anticipated.